Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2010. Info obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continuing consistently up to (B)(6) 2012. There was also evidence to indicate that the device was stored outside the lower limits of the storage temperature recommended for this device. Investigation found no fault with the device or any component in the device. The device switching itself on automatically is a symptom of a damaged or faulty membrane. In this event it is probable that exposure of the device to temperatures below the recommended storage conditions may have damaged the membrane, causing it to switch on automatically resulting in the premature depletion of pad-pak (battery) from lot 526, which had a use until date of (B)(6) 2012. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.